Manufacturer narrative:
Continuation of d10: product ID wr9200, serial# (B)(6), product type recharger, product ID cd9000, serial# (B)(6), product type multiple therapy product section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6). H3: analysis of the wireless recharger (wr9200) (serial number (B)(6)) revealed the led's scroll continuously device is unrespon sive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use it was reported that the wireless recharger battery light was blinking up and down, and did not go off/stop. When charging, three lights were lit. It seemed that charging was possible. Even when the power button was pressed, the status did not charge. A reset was attempted, but the status was the same. The issue was not resolved. No symptoms were reported.